Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 02, 2022 that a wallflex biliary fully covered rx stent system was implanted to treat a 1cm benign stricture in the common bile duct post transplantation during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. The stent was attempted to be removed during a scheduled stent removal procedure on (B)(6) 2022. During the scheduled stent removal procedure, ingrowth was noted. The stent was attempted to be removed with forceps but it was unable to be removed and the stent became deformed. Subsequently, another wallflex biliary stent was placed beside the original stent. The stent remains implanted and the procedure was completed. There were no patient complications as a result of this event. The patient was reported to be well following the procedure. Note: a photo of the complaint device implanted inside the patient was provided by the complainant and showed the stent was deformed.